Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Inserts received meet temperature specification. There is no evidence to say that there is a manufacturing problem. Insert laminate stacks on the inserts received were found with insert stacks bent. Insert maintenance and insert handling in the field is known.

Event description:
While using a 25k fsi-sli-10s insert, the tip was overheating; no injury resulted.